Manufacturer narrative:
The reported insertion difficulty could not be confirmed, however the catheter shaft at the loop was fractured and detached. The outer diameter of the catheter shaft met specifications. The catheter shaft was torn at the loop and the torn portion was returned partially engaged in an 8.5 f fastcath introducer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the insertion difficulty remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the diagnostic catheter became stuck in the side hole of the introducer during insertion. During removal, the catheter was bent with exposed internal components. The introducer and catheter were replaced and the procedure was completed with no adverse consequences to the patient.